Manufacturer narrative:
Section weight and ethnicity: unknown; requested but not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was inserted into the left eye with a bent haptic. The lens was then cut out and replaced with another johnson and johnson iol (same model, same diopter). The patient is doing well. The patient has poor vision by history due to age-related macular degeneration (amd). The device was discarded. No further information was provided.